Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this electrode dislodged into the left breast area following implant after extensive patient movement. Sensing and shock impedance measurements were noted to be appropriate. A revision procedure was performed. The electrode was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported.